Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the humeral stem being loose. They believe the patient fell, but they weren't sure. The patient was also infected. The surgeon used a zimmer biomet humeral component.